Manufacturer narrative:
Investigation conclusion: the report of an overinfusion due to user programming was confirmed in the pcu event log. The pcu event log shows pump module s/n (B)(6) received a remote IV request for drugid 89 to infuse at 24ml/hr with a vtbi of 88ml at 12:49 pm on (B)(6) 2021. At 12:51 pm, the user paused the infusion and then channeled the device off. The error occurred at 1:27 pm, when the user restored the previous infusion running at 24ml/hr. The user then changed the rate to 160ml/hr, which changed the dose to 26.67mg/min. The user then selected bolus. The user selected yes to the guardrails warning dose above maximum. The bolus dose was prepopulated to be 400mg with a duration of 15 minutes. The user then started the bolus. After the bolus completed, the device transitioned to the primary infusion running at 160ml/hr until 1:57 pm when the user channeled the device off. At 1:58 pm, the device received a remote IV request for drugid 89 to infuse at 24ml/hr with a vtbi of 88ml. The infusion ran at this rate until 2:31 pm when the device was channeled off following air in line alarms. The volume recorded as being infused during this period was 73.66ml. Device inspection: n/a, only the pcu event log and customer dataset were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported overinfusion due to a programming error was identified as due to user programming. Device history review: a review of the device history record showed the device had a manufacture date of 05apr2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device not received, only log review performed.

Event description:
It was reported that the patient received an andexanet alfa overinfusion due to a programming error, when the nurse used incorrect interoperability workflow to administer a loading bolus from the bag. The nurse programmed the continuous infusion first, but then started editing the infusion to administer the bolus. (The user adjusted the rate of the continuous infusion to the bolus rate then continued to program a bolus using the bolus soft key.) There was no harm or patient impact. The nurse sent the programming order details to the pump using interoperability at 13:08, but then manually adjusted the rate on the continuous infusion to 160 ml/hr, and then proceeded to select the bolus button and programmed a bolus at 13:44. When the bolus was completed, the pump setting reverted back to the continuous infusion programming that was 160ml/hr (which should have been 24ml/hr). The nurse did receive a soft alert from the pump and over-rode it. When the nurse returned in the patient room 8 minutes later at 13:52, almost the entire bag had infused. The infusion was re-programmed to infuse at the slower rate as ordered. A total infusion of 73.66ml occurred, and the pump infused the total much faster than 160ml/hr. The patient remained stable and asymptomatic throughout the event.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the patient received an andexanet alfa overinfusion due to a programming error, when the nurse used incorrect interoperability workflow to administer a loading bolus from the bag. The nurse programmed the continuous infusion first, but then started editing the infusion to administer the bolus. (The user adjusted the rate of the continuous infusion to the bolus rate then continued to program a bolus using the bolus soft key.) There was no harm or patient impact. The nurse sent the programming order details to the pump using interoperability at 13:08, but then manually adjusted the rate on the continuous infusion to 160 ml/hr, and then proceeded to select the bolus button and programmed a bolus at 13:44. When the bolus was completed, the pump setting reverted back to the continuous infusion programming that was 160ml/hr (which should have been 24ml/hr). The nurse did receive a soft alert from the pump and over-rode it. When the nurse returned in the patient room 8 minutes later at 13:52, almost the entire bag had infused. The infusion was re-programmed to infuse at the slower rate as ordered. A total infusion of 73.66ml occurred, and the pump infused the total much faster than 160ml/hr. The patient remained stable and asymptomatic throughout the event.